Event description:
Caller reported that a malfunction occurred on the pump, identified by malfunction code 12. There was no adverse impact to the customer's blood glucose level. Customer reset the pump themselves by following online resources. Technical support decided to replace the pump, sending a unit with updated software to the customer. The customer was instructed on how to place the pump into storage mode and return it to tandem to avoid additional charges. Customer was responsible for programming their settings into the new pump and connecting their continuous glucose monitor.